Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose was unknown. Troubleshooting was performed. Customer stated the drive support cap appears normal. Customer stated that insulin pump had not been exposed to high magnetic field. Customer stated that they the alarm history was reviewed and there was more than one motor error alarm within any 30 days present. The device will be returned for analysis.

Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.